Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inefficient pain relief. The patient had an nerve ablation procedure and si injection but still had no relief.